Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Error code 11 with leak_detected is an indication the patch algorithm determined there was evidence of moisture ingress in the patch circuitry. Further investigation was conducted, where a visual inspection was performed on the returned sensor puck using a digital microscope and no signs of damage or other abnormalities were observed during the inspection. The puck was received by the hardware product quality engineering (hpqe) team. A source measurement unit (smu) test was executed to assess the functionality of the puck and verify the accuracy of its readings. It was observed that the puck transitioned to state 4 (active paired), indicating that it had entered a normal operational mode and was fully functional. The puck¿s electrical currents were measured and were found to be within specification, confirming the absence of accuracy issues. Poise voltage and sensor thermistor testing were both within specification, indicating that no issues with electrical signal lines integral to the glucose reading process of the returned puck and the puck's thermistor was fully functional. The customer¿s reported issue is therefore not confirmed as the returned sensor passed all testing and no evidence of a product malfunction was observed during the investigation. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 365 mg/dl compared to readings of 131 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 365 mg/dl compared to readings of 131 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned back for investigation. However, extended investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.